Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a failed left total hip replacement surgery due to articular bearing wear, elevated cobalt levels and an adverse reaction to articular wear. Intraoperative findings described moderate clear effusion with brown staining and debris of the inner lining. Pseudomembrane was stained and debris was debrided. After removal of the head, there was considerable black corrosion debris at the bunion edge consistent with failure of the asr. Doi: (B)(6) 2009, dor: (B)(6) 2024, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿patient had a failed left total hip replacement surgery, acticular bearing wear. Elevated cobalt levels and adverse reaction to articular wear. Moderate clear effusion with brown staining and debris of the inner lining. Pseudomembrane was stained and debris was debrided. After removal of the head, there was considerable black corrosion debris at the bunnion edge oonsistent with failure of the asr. Doi: (B)(6) 2009. Dor: (B)(6) 2024. Left hip¿. Product description:- adapter sleeves 12/14 +2. Product code:- 999800312. Lot no:- 2940148. Quantity of manufactured:- (B)(4). Date of manufacturing:- 9-jun-2009. Expiry date:- 8-jun-2014. IFU reference:- 78410272. A manufacturing record evaluation was performed for the finished device product description:- adapter sleeves 12/14 +2 product code:- 999800312 lot no:- 2940148, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description:- adapter sleeves 12/14 +2. Product code:- 999800312. Lot no:- 2940148. Quantity of manufactured:- (B)(4). Date of manufacturing:- 9-jun-2009. Expiry date:- 8-jun-2014. IFU reference:- 78410272. Device history review: a manufacturing record evaluation was performed for the finished device product description:- adapter sleeves 12/14 +2 product code:- 999800312 lot no:- 2940148, and no non-conformances / manufacturing irregularities were identified. Corrected: h4.